Manufacturer narrative:
No injury was associated with the reported incident and the physician reported that the observed migration was not clinically significant; the high blood flow of the splenic artery and incorrect vessel sizing may have contributed to the migration. It was also reported that the physician used two (2) additional coils after deploying the lobo-9 device to assist in slowing down the blood flow; it was noted that the patient was on blood thinning medication. The device remains implanted in the patient and was not returned for evaluation; a device history record review revealed that there were no deviations in the manufacturing process that could have contributed to the reported issue and that the device was released within specifications and acceptable parameters.

Event description:
It was reported that a patient with an enlarged spleen and no evidence of active splenic bleeding was scheduled to undergo a splenectomy. The physician elected to perform a splenic artery embolization prior to surgery to reduce bleeding risk. The target vessel was reported to measure approximately 6.8 mm in diameter. A lobo-9 vascular occlusion system device was selected and deployed for embolization. Following device deployment and detachment, it was reported that the lobo-9 device migrated forward by approximately 1 cm from the intended placement location.